Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
In situ testing showed multiple channels across the array fluctuating in and out of hi or sc status. The user reported pain/ shocking sensation with stimulation when these channels are activated. The pain was not present when no stimulation was applied. When these affected channels were deactivated, no pain or discomfort was reported. Reportedly, the user's hearing performance with the device was not affected. The user was re-implanted on (B)(6) 2023.

Event description:
In situ testing showed affected channels. Reportedly, the user's hearing performance with the device is not affected. Currently, it is unknown if there will be any further technical test or any further medical intervention.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
In situ testing showed multiple channels across the array fluctuating in and out of hi or sc status. The user reported pain/ shocking sensation with stimulation when these channels are activated. The pain was not present when no stimulation was applied. When these affected channels were deactivated, no pain or discomfort was reported. Reportedly, the user's hearing performance with the device was not affected. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ testing showed multiple channels across the array fluctuating in and out of hi or sc status. The user reported pain/ shocking sensation with stimulation when these channels are activated. The pain was not present when no stimulation is applied. When these affected channels were deactivated, no pain or discomfort was reported. Reportedly, the user's hearing performance with the device was not affected. If an improvement through refitting can't be achieved, re-implantation will be considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-fitting and possible re-implantation are planned.